Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that approximately on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported by the parent that the pediatric patient experienced a skin reaction with inflammation underneath sensor pod area only which occurred 2 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of oral augmentin. At the time of the report, the patient had mild pain in the arm but was doing well. No additional event or patient information is available.